Manufacturer narrative:
The reported event of could not untighten the atrial setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the a-setscrew inset. The calcified blood prevented the wrench from inserting into and engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. When the calcified blood was removed in the lab, a wrench could be fully inserted into the setscrew inset and the setscrew could be untightened normally. As a result, the stuck lead was successfully removed. The blood came through holes punched through the septum by the torque wrench at time of implant.

Event description:
It was reported that set screw was unable to be removed from the device header during a device downgrade procedure. The device was explanted and replaced to resolve the event and the patient was in stable condition.